Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker failed to capture. No intervention was done. Patient was stable.